Event description:
Patient receiving continous IV infusion of 5-fu, product sent out using smiths medical medication cassette reservoir and cadd extension with integral anti-siphon valve, chemotherapy leak associated with use of extension set - leaking at luer lock connection -, smiths medical put together a customer information bulletin on 3-24-05, this information was never relayed to homecare, and we have experienced several chemo leaks in patient home due to this issue not being properly addressed by smiths medical. It wasn't until homecare contacted smiths medical for possible defective equipment, the company faxed a customer information bulletin to homecare with "corrective" action plan. Even after following corrective action plan outlined in bulletin, chemotherapy leaks still occurred at extension connections. Products in question: 602050p, 602100a, 21-7001-24, 217100-24 medication cassette reservoir - 50 ml and 100 ml and cadd extension set with integral anti-siphon valve - all models.